Manufacturer narrative:
(B)(4). Reported event was confirmed due medical records that were provided and reviewed by a health care professional. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, pn unknown, ln unknown; unknown cup, pn unknown, ln unknown; unknown liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-03616, 0001825034-2019-03618, 0001825034-2019-03619. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an I&d approximately two weeks post-implantation due to a seroma of the surgical site. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.